Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver rhd2.5 drops the implants when trying to place them. They did not know how many times its happened. It was also reported that they had backup and were able to complete the procedure.

Manufacturer narrative:
One zimmer latchlock hex driver was returned for inspection. Visual examination revealed that the product shows signs of wear consistent with use. The engaging hex was largely unworn. Functionality testing was performed with an in house mating tapered screw vent implant. The two components would not assemble, therefore confirming the complaint. One related nc was noted in this lot under ncr no. 41694, which states that the outside diameter of the hex driver was under the lower limits for six drivers. Also a complaint history search was performed using our complaint handling system and there were forty-four(44) additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0- 09/14 information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. A product quality hold was issued for the affected lots within the lower level lot 63542171. A corrective and preventative action (CAPA) was opened to further evaluate the confirmed event. A CAPA was closed to scar 17038 for veridiam allied swiss. Scar 17038 was reviewed and addressed the reported device malfunction. The following root cause was identified through scar 17038: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. The confirmed event is addressed through a scar 17038. This item/lot combination was included in recall 2023141-10-04-2017-002-r. As distribution of subject product has been discontinued, no further corrective actions are required at this time.

Manufacturer narrative:
The following sections have been updated: date of this report. Device lot number. Date received by manufacturer. Type of report. Follow-up, type device manufacture date. Additional narratives/data.